Event description:
The device reports a battery error (error 17). Device was diagnosed with a faulty power board; device repaired and part sent back for evaluation. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not sent back for investigation but was repaired locally. Due to the reported issue and as per technical manual instructions, recommended repair actions were to replace the power supply board which was sent to brézins for further investigation. During the visual inspection the middle pin of the connector j5 was found bent. It is not possible to know whether this defect was present before the event or occured during servicing of the device. It was straightened and the board was cross tested. Results were compliant and no technical error was triggered. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.